Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6)2023, the patient underwent the open reduction and internal fixation (orif) surgery for tibial shaft fracture. During the surgery, three(3) event was reported as follows. The radio lucent in question idled due to stuck of the drill bit. It took a long time to drill because it was in an idling state with a little resistance. There was interference between the tna nail in question and the drill bit on the proximal ml static 1 hole. When the surgeon performed manual drilling while forcibly applying tension to the sleeve, it was inserted without any problems. The deflection of the nail seemed to be the cause of the interference. The protection sleeve in question was crushed by the internal pressure of the joint surface when the protection sleeve was inserted between the patella and knee joint surface to insert the tna nail in the supra patera approach. Procedure was completed by the surgeon's forced use of guidewire sleeves, cannulated drills, and flexible reamers, with a forty (40) minutes surgical delay. The protection sleeve seems weak. No further information is available. This report is for one (1) 4.2mm three-fluted radiolucent drill bit/needle point/145mm. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 03.010.101, lot : u310950, release to warehouse date : 06.sept.2018, expiration date : na, supplier: (B)(4). Manufacturing site: werk villmergen. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.